Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed and revealed a broken door latch and latch roller. The cause of the condition was not determined. To correct the condition, the door latch and latch roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door latch. No additional information is available.